Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('constant abdominal pain') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), 5 days after insertion of essure. On an unknown date, the patient experienced menorrhagia ("heavy bleeding during menstruation/abnormally long menses"), dysmenorrhoea ("abnormally severe pain/severe abdominal cramping, when menstruating") and polymenorrhoea ("having period every week n half"). The patient was treated with surgery. Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain, menorrhagia, dysmenorrhoea and polymenorrhoea outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, menorrhagia and polymenorrhoea to be related to essure. The reporter commented: since her removal surgery, almost all of plaintiff's symptoms have resolved, though some remain. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 2-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('constant abdominal pain') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), 5 days after insertion of essure. On an unknown date, the patient experienced menorrhagia ("heavy bleeding during menstruation/abnormally long menses"), dysmenorrhoea ("abnormally severe pain/severe abdominal cramping, when menstruating") and polymenorrhoea ("having period every week n half"). The patient was treated with surgery. Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain, menorrhagia, dysmenorrhoea and polymenorrhoea outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, menorrhagia and polymenorrhoea to be related to essure. The reporter commented: since her removal surgery, almost all of plaintiff's symptoms have resolved, though some remain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-may-2020: event frequent periods were added. Reporters added. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("constant abdominal pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, 5 days after insertion of essure, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menorrhagia ("heavy bleeding during menstruation/abnormally long menses") and dysmenorrhoea ("abnormally severe pain/severe abdominal cramping, when menstruating"). The patient was treated with surgery. Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain, menorrhagia and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea and menorrhagia to be related to essure. The reporter commented: since her removal surgery, almost all of plaintiff's symptoms have resolved, though some remain. Company causality comment: incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.